Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The breathing system, soda lime, and bellows housing were reset, and the breathing system was cleaned. The unit was returned to service.

Event description:
The hospital reported a bellows failure preventing mechanical ventilation. There was no report of patient involvement.